Event description:
It was reported that "dr used our calcar planer and fractured a portion of the calcar. Dr was advised that the calcar was to be on ream at full speed before touching bone. When the dr proceeded, a portion of the calcar was broken. No cables or other devices were used to remedy the situation. The calcar planer will be returned.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.